Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment for right common iliac artery-external iliac artery total occlusion. The wire was passed through the subintimal space. Since the lesion was spread near the terminal aorta, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was placed in the left common iliac artery and another vbx was placed in the right common iliac artery by kissing technique. Subsequently, a second vbx was additionally placed in the right external iliac artery. Both vbx were placed in the subintimal space. A bare-metal stent was placed in the external iliac artery-common femoral artery in the intima/true lumen. Blood flow was slightly confirmed at the final angiography. The right superficial femoral artery was originally occluded, and the deep femoral artery was poor flow but patent. On (B)(6) 2019, it was confirmed that the two vbx's on the right common iliac artery-external iliac artery were occluded. Endovascular treatment was performed. Catheter thrombolysis was performed for thrombus. The catheter treatment continued for 2 to 3 days. After confirmation of thrombolysis in the vbx, an additional stent was placed in the right superficial femoral artery. The procedure was completed confirming blood flow. The physician commented to gore that, in his opinion, the occlusion occurred because of poor run-off.